Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and indicate the radiopaque lock located far from the access site and in the tissue tract. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the right common femoral artery. Mid-positioned access was gained utilizing micropuncture and ultrasound. The arteriotomy was 7.3x7.9mm, with no calcification or tortuosity, with a depth measurement of 7cm + 1cm. The physician encountered issues while advancing and withdrawing the expandable procedural sheaths. The first expandable sheath was not advancing, so the physician had to force it in. While the force was being applied, the expandable sheath "jumped" forward, twisted, and became bent; and a hematoma started to form. The first sheath was removed, and a second expandable sheath was inserted without issue. Prior to closure, the patient's activated clotting time (act) was 279, and heparin and protamine were administered. Manta was deployed to the measured depth although a post-fluoroscopy visually confirmed the radiopaque lock positioned in the tissue tract. Copious bleeding was present at the surface, and the hematoma had increased to the size of a grapefruit. The physician resolved to deploy two covered stents, successfully achieving hemostasis. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to a hematoma that was present prior to manta deployment. This likely altered the depth measurement for the deployment of the manta, causing the manta sheath to not be able to seat properly, and possibly causing the manta collagen plug to deploy outside the vessel. Risk documentation was reviewed; tract deployment is a known risk. The IFU lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: late arterial bleeding, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: huge hematoma noted at the end of the case. Manta deployed in the tract. Lots of surface bleeding. 2 covered stents placed in rt cfa. Additional information on 17mar2023: during a tavr procedure on the (B)(6) 2023 micro puncture and ultrasound were utilized to gain access in the mid right common femoral artery. Vessel size was 7.3x7.9mm, with no reported calcification or tortuosity. Measured depth for the manta was 7+1=8 and there were some reported issues with advancing the procedural sheath with the account stating that the "1st sheath was not advancing and the physician had to force it in and it jumped forward twisted and bent the sheath. Sheath was removed and a 2nd sheath was inserted without any issues. Hematoma started at beginning of the case when the sheath went in and got kinked and had to be removed. Hematoma was size of a grapefruit by end of the case." Blood pressure was 139/57mmhg and act was 279 prior to closure. 50mg of protamine and an unknown amount of heparin were administered intravenously during the procedure. The physician determined that the manta was deployed in the tissue tract post angiogram. Time to hemostasis was greater than 10 minutes and 2 covered stents were needed to resolve bleeding. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: huge hematoma noted at the end of the case. Manta deployed in the tract. Lots of surface bleeding. 2 covered stents placed in rt cfa. Additional information on 17mar2023: during a tavr procedure on the (B)(6) 2023 micro puncture and ultrasound were utilized to gain access in the mid right common femoral artery. Vessel size was 7.3x7.9mm, with no reported calcification or tortuosity. Measured depth for the manta was 7+1=8 and there were some reported issues with advancing the procedural sheath with the account stating that the "1st sheath was not advancing and the physician had to force it in and it jumped forward twisted and bent the sheath. Sheath was removed and a 2nd sheath was inserted without any issues. Hematoma started at beginning of the case when the sheath went in and got kinked and had to be removed. Hematoma was size of a grapefruit by end of the case." Blood pressure was 139/57mmhg and act was 279 prior to closure. 50mg of protamine and an unknown amount of heparin were administered intravenously during the procedure. The physician determined that the manta was deployed in the tissue tract post angiogram. Time to hemostasis was greater than 10 minutes and 2 covered stents were needed to resolve bleeding. The patient was reported as fine post the procedure.